Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 467 mg/dl, 560 mg/dl and 270 mg/dl. He gave himself a manual bolus. The drive support cap appeared normal. There were no leaks but there was a bubble in the reservoir. The pump will not be returning for analysis. The infusion set and the reservoir will be returning for analysis.